Event description:
Related manufacturer report number: 2017865-2020-04731. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device was returned due to patient expired. The result of all electrical tests performed, including thermal and mechanical stress testing indicate normal device characteristics. The device image was saved successfully. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.